Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and fail. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.